Event description:
The dexcom continuous glucose monitor regularly has sensors that inaccurately measure blood sugar. To the extent that I went into diabetic coma because my sugar was so low but the sensor said my sugar was over 400. I have to regularly call to get sensor replacements, as many as 1 in 3 is this inaccurate. The paramedics came tonight because I went into diabetic coma all while the sensor recorded a blood sugar reading of over 400. Note they also refer to patients as customers when you call technical service, which gives you a sense of how they see their product.